Event description:
The customer reported obtaining one false high na (sodium) and calc (calcium) result and false low cl (chloride) result for one (1) patient involving the unicel dxc 800 pro synchron system. The customer stated that the instrument generated "sample reference drift" error messages at the time of the event. The incorrect results were reported out of the laboratory but the results were amended when the sample was rerun. The customer did not provide (date of birth, and weight) for this event. There was no change to patient treatment in association with this event. Qc (quality control) was within the laboratory's established ranges on the date of the event.

Manufacturer narrative:
The field service engineer found the ion-selective electrode drain tube (cigar tube) not draining due to a faulty burkert ion-selective electrode drain valve. The field service engineer replaced the burkert ion-selective electrode drain valve to resolve the issue. The field service engineer verified instrument operation.